Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 20 retained samples were subjected to functional tests, and all 20 samples were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.